Event description:
Facility staff state that when they were lifting a pt up to place an x-ray plate behind the pt, that the solo repositioning sheet tore and the pt fell back on to the bed 1-2 inches. No injury was reported.